Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the cutter was slightly bent before surgery. The procedure type was unknown. It was unknown if the procedure was completed. There was no patient contact.